Event description:
It was reported that "the arthroplasty was revised due to femoral loosening. The acetabular liner and femoral components were revised. The components were implanted in situ for 5.88 y. The patient presented a ucla score of 6 three months prior to revision surgery and a maximum ucla score of 7 since implantation."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Medical records and x-rays were not provided to stryker for review.